Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: very fluent mynxgrip vascular closure device user failed to achieve hemostasis with the device. Specifically, upon device removal from the patient there was immediately bleeding at the skin level as well as under the skin that resulted in a hematoma of over 6 cm in size which was managed by the physician and the radiologic technologist. Hemostasis was achieved after 22 minutes manual compression with no further complications. It is unknown if the patient was hospitalized. Procedure type: intervention peripheral sheath size: 7f.